Manufacturer narrative:
(B)(4). Device evaluation: evaluation of the distal end/external portion of the driveline that was replaced on (B)(6) 2016 did not reveal any wire damage or wear that would have contributed to the reported event. The pump was returned with the driveline cut adjacent to the pump housing and the severed portion was returned. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the orange wire insulation approximately 3.5 inches from the pump housing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The adjacent wires appeared unremarkable. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have contributed to the pump stoppage/low speed events captured on the system controller log file. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received from a user facility report stating: "event desc: patient with heartmate ii left ventricular assist device (lvad) for 18 months presents with vad alarms , pump stops and confirmation of driveline fracture per waveform review . It was unknown whether the fracture was internal or external, despite review of imaging. An external driveline splice repair was performed by thoratec/(B)(4) technician, however this repair failed after 8 days, requiring urgent heartmate ii lvad exchange."

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with red heart / pump stop alarms and a concern for a driveline fracture. The patient was asymptomatic. System controller log files reviewed by the manufacturer¿s technical services representative showed multiple pump stoppages that appeared to occur while the system controller was connected to the power module. Submitted x-ray images displayed a possible thinning of the braided shield by the pump near the system controller bend relief area. On (B)(6) 2016, technical services representatives performed an external driveline replacement approximately 5 inches from the driveline exit site. All tests passed after the repair was completed and no further alarms were observed while the system controller was connected to the power module with the use of a grounded patient cable. A system controller log file submitted after the driveline replacement showed that 3 pump stoppages and 4 low speed advisories occurred on (B)(6) 2016. A pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided. A pump exchange was subsequently performed on (B)(6) 2017. No additional information was provided.